Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 8/18/15, the reporter contacted animas and alleged that the patient had a blood glucose in excess of 500 mg/dl. No other information was provided acn the reporter was unable to troubleshoot. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out.